Event description:
Upon secondary review of the file, additional motor start events were noted on the log files.

Manufacturer narrative:
A supplemental report is being submitted for corrections on b5 and the investigation summary was revised. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) battery (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis and review of the motor start report revealed motor start events recorded on 03/apr/2019 at 11:39:13 and at 11:48:09 and on 27/aug/2024 at 11:41:48 in which the motor start parameters were atypical. Log file analysis additionally revealed a vad stopped alarm logged on (B)(6) 2019 at 06:36:11, indicating that the pump failed to restart after multiple attempts. Of note, the failed motor start attempt occurred prior to implant of (B)(6) there is insufficient information surrounding the details of the failed motor start attempt. Log file analysis revealed that the controller in use during the event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed one (1) instance involving (B)(6) within the analyzed period where the battery¿s relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. As a result, reported events were confirmed. Review of log files associated with (B)(6) revealed two (2) controller power up events, with associated motor start events, on 13 /mar/2024 at 4:25:04 and 4:25:37. The controller was not in use prior to the first controller power up event. The controller was without power for a maximum of 28 seconds prior to the second controller power up event. Of note, the controller was not programmed with patient ID or pump ID prior to the controller power up events on 13/mar/2024. Further review of the event file revealed an additional four (4) additional controller power up events, with one associated motor start event, logged on 27/aug/2024 at 9:43:36, 11:12:54, 11:40:52, and 11:41:26. Various parameters, including time, patient ID, and pump ID were programmed between the controller power up events. Additionally, review of the data log file revealed that the first data point was logged on (B)(6) 2024, indicating that the controller power up events and associated motor starts likely occurred during troubleshooting and initial programming of the controller. Review of the alarm log file revealed two (2) vad disconnect alarms, indicating the controller was powered up without the driveline connected were logged on (B)(6) 2024 at 11:41:01 and 11:41:33. Based on the available information and historical review of similar events, a possible root cause of the failed motor start attempt may be attributed, but not limited to outer shroud contact that created more friction at the housing to impeller interface, likely during the use of the controller with a motor fixture. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Possible root causes of the communication error, and resulting reported power disconnect alarm, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. In addition, seven (7) low flow alarms were logged since (B)(6) 2024. The observed low flow alarms are an additional finding, not related to the reported event. Based on the available information, the device may have caused or contributed to the observed low flow finding. Based on the risk documentation, possible causes of the observed low flow finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Additional products: d4: serial or lot#: (B)(6) investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log file data revealed a motor start event with parameters outside of the typical range, the ventricular assist device (vad) failed to restart and the battery exhibited a power disconnect alarm. The ventricular assist device (vad) and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and one (1) battery (bat (B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis and review of the motor start report revealed motor start events recorded on (B)(6) 2019 at 11:39:13 and at 11:48:09 in which the motor start parameters were atypical. Log file analysis additionally revealed a vad stopped alarm logged on (B)(6) 2019 at 06:36:11, indicating that the pump failed to restart after multiple attempts. Of note, the failed motor start attempt occurred prior to implant of (B)(6). There is insufficient information surrounding the details of the failed motor start attempt. Log file analysis revealed that the controller in use during the event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed one (1) instance involving bat (B)(6) within the analyzed period where the battery¿s relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. As a result, reported events were confirmed. Based on the available information and historical review of similar events, a possible root cause of the failed motor start attempt may be attributed, but not limited to outer shroud contact that created more friction at the housing to impeller interface, likely during the use of the controller with a motor fixture. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Possible root causes of the c communication error, and resulting reported power disconnect alarm, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: serial or lot#: bat(B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.